Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a c4-5 fusion, during which bmp-2/acs or pure gen was used, as well as a cage. Sometime postop, the patient experienced pain ¿much worse than the pain she experienced before the surgery¿. The surgeon recommended physical therapy and a second surgery. The patient treated with the surgeon until about (B)(6) 2008. The patient continues to experience severe pain in her neck and back, which radiates to her fingers and legs, and has lost flexibility. The patient also has difficulty walking and gripping her cane, and ¿is dependent on other people for assistance¿.